Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue identified to be due to low voltage on bt1, resulting in the backlight inverter to fail. The touchscreen, panel buttons, leds and encoder functioned normally, but without the backlight inverter, the screen items were difficult to see and appeared blank.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse confirmed the reported event and isolated the obsolete user interface module (uim) as the cause of the event. The customer declined our service repair and instead is considering a software and hardware upgrade through our sales group. At this time, carefusion failure analysis laboratory has not received the suspect the uim for evaluation.

Event description:
The customer reported an unresolved blank touchscreen with intermittent leds lit on this avea ventilator. The customer stated no known reported patient involvement with this event.